Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was sticking out and it was moved up to a different pocket. It was stated that if it had rough edges it could¿ve poked right through. It was noted to be better since the ins was moved. No follow-up was conducted as the issue was stated to be better following the relocation of the ins.